Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site used the monopolar energy and proceeded with the procedure as planned. The issue was resolved by using another activation cable. The procedure was completed robotically with the same electro surgical unit (esu).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site used the monopolar energy to resolve the problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar didn't work. Intuitive surgical inc. (Isi) technical support engineer (tse) checked the system logs, no related errors verified in the logs. Site stated no activation tone was present on electrosurgical unit (esu). Issue persisted even after reseating the energy activation cable on pmed and esu and to try to fire with bipolar. The activation message was present when the bipolar pedal is pressed. The surgeon decided to complete the surgery using only the monopolar energy. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.